Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-38067. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator was oversensing far r waves, and the patient's right ventricular lead was oversensing noise, which lead to inappropriate automatic mode switch. No intervention was performed. The patient was stable.